Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of catalog number 1883 micro mist nebulizer w/tee, tubing and mouthpiece, which consisted of a jet, jar, cap, tee-connector, tubing and corrugated tubing. During the visual inspection, no defects or anomalies were observed. A functional inspection was performed to determine if the nebulizer leaked. The tubing was used to connect the nebulizer unit to the air flowmeter and 6cc of water was added to the returned nebulizer unit and the tubing was connected to an air flowmeter. The pressure was increased to 8 lpm. During functional testing, the nebulizer unit did not leak. The device history record of batch number 74b1901736 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The reported complaint that the nebulizer leaked during use was not confirmed during the functional inspection. During functional testing, the nebulizer unit did not leak.

Event description:
Complaint reported as: "drugs leak through long lines when operated with inhalation drugs before patient use." It was reported that the medication was leaking from the tube. No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "drugs leak through long lines when operated with inhalation drugs before patient use." It was reported that the medication was leaking from the tube. No patient injury or harm reported.